Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal vascular closure device sheath was bent prior to use. The device was unpacked for preparation, and upon inspection, the insertion sheath was found to be bent. The device was not used. A second angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved using the second device. The procedure performed prior to device deployment was carotid artery stenting. A pre-deployment angiogram was not performed. The ancillary sheath size used was 8 french. The puncture site was located proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was measured at 6 millimeters.